Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator would not transmit with a radiofrequency transmitter. An inductive transmission was successful. The patient was asymptomatic and would be monitored.

Event description:
New information indicated that a device firmware download resolved the radiofrequency telemetry anomaly.